Event description:
It was reported that the patient had a fever and a rash. It was suspected that the patient had an allergic reaction to the implantable pulse generator (ipg). The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).